Manufacturer narrative:
The customer material was not available for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 378855) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from a coaguchek pro ii meter. The serial number was requested but was not provided. The result from the meter was 7.3 inr and the result from a laboratory was 4.7 inr. The laboratory method was requested but was not provided. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr.